Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ shielded IV catheter failed to retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product as there were no qns initiated during the build of this lot. All required challenge samples, set-up and in process samples including (but not limited to) retraction by button activation during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. One photo was provided for observation of this incident which revealed the top web (label) of a 20ga x 1.00 in. Bd insyte autoguard from lot 8087676, p/n 381433. Investigation conclusion: indeterminate: the photo provided did not present sufficient evidence to identify or confirm the alleged defect or to determine a definite root cause. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported that the needle of a bd insyte autoguard shielded IV catheter failed to retract. There was no report of exposure, injury or medical intervention.